Manufacturer narrative:
It was reported by the customer contact that on 8/6/23 there was "low urine output" from a foley catheter. Due to this the foley catheter was removed and replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley catheter with low urine output removed and replaced.